Event description:
Cryoablation procedure completed without incident. Patient presented to hospital approximately 6 weeks later with bilateral stroke and fever. Patient was admitted and died (B)(6) 2014. No autopsy performed and cause of death is listed as stroke. As per physician, atrio-esophageal fistula may be possible due to symptoms presented at patient admission but this can't be confirmed. No further information received or expected.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
Cryoablation procedure completed on (B)(4) 2014 without incident. Patient presented to hospital approximately 6 weeks later with bilateral stroke, fever and chills. Patient was admitted and died (B)(6) 2014. No autopsy performed and cause of death is listed as stroke. As per physician, atrio-esophageal fistula may be possible due to symptoms presented at patient admission but this can't be confirmed. No further information received or expected.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed at least 15 injections were performed with the catheter.